Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. D4 - attempts have been made to gather all product identification information and no further information has been provided. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well-approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression ¿wound concerns¿ or "non-healing wound¿ would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or more invasively with an irrigation and debridement (I&d), which promotes healing at the site and prevents further complications. The root cause was determined to be traced to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that one (1) patient developed a superficial wound complication following knee arthroplasty. No arthrotomy was required, however, no further information has been provided regarding patient treatment. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). Irmola, t., reito, a., kangas, j. Eskelinen, a., niemelainen, m., mattila, v. M., moilanen (2024) assessment of improvement in functional outcomes between a novel knee replacement design and conventional designs in 240 patients: a randomized controlled trial. Acta orthopaedica 2025 96, 127¿134. Https://doi.org/10.2340/17453674.2024.42708. D10 - concomitant devices - unknown nexgen tibial component catalog #: ni lot #: ni, unknown nexgen femoral component catalog #: ni lot #: ni. E1 - contact - journal article correspondence author. G2 - report source - foreign: event occurred in finland. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.